Manufacturer narrative:
Date of event: unknown, an exact date was not provided; but it was reported that the event occurred (B)(6) 2018. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a perfect preparation, the pcb00 tecnis monofocal iol (intraocular lens) did not come out of the cartridge. There was patient contact with both the cartridge tip and the lens. There was no surgical intervention required and another lens was implanted. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In review of the initial MDR, it was noticed that the MFR report number was inadvertently entered as 2018 instead of 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/29/2019, device returned to manufacturer: yes . Device evaluation: the returned pcb00 device was received inside the packaging box. The plunger was observed in advanced position and locked. Viscoelastic residues were not observed in the device. Dfu (direction for use) states to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The lens was observed stuck in the chamber with a bent haptic and with the pushrod overriding the lens. The complaint was not verified in the returned sample; however, the stuck in inserter condition was observed and it could not be related to the manufacturing process it could be related to the handling process due the lack of viscoelastic observed. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.